Event description:
It was reported to philips that there was startup issue with the azurion system. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to start up. Upon functional testing fse checked the log files and found the software errors during startup. The fse restarted the system for several times and the reported problem was unable to reproduce. It was determined to be an occasional software error. The fse also instructed the costumer to use the device normally and reinstalled the software once the reported problem occurred again. After multiple restarts by the fse, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.